Event description:
Customer called lfs in 2002 alleging their ot ultra meter's test port was not allowing strips to be inserted. The issue was unresolved with troubleshooting. The customer was experiencing symptoms of nausea. Customer took their diabetes medication. No adverse event reported. The meter has been replaced for the customer.